Manufacturer narrative:
No further issues were reported after the service visit. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 36 patient samples tested for multiple assays on a cobas 6000 e 601 module. Based on the data provided, the results for 1 patient sample were discrepant when tested for elecsys ft4 iii (ft4 iii). The initial ft4 iii result from the e601 module was 15.92 pmol/l. The repeat result on a different instrument was 12.46 pmol/l. It is not known if the erroneous result was reported outside of the laboratory. There was no allegation that an adverse event occurred. The ft4 iii reagent lot number was 331797. The expiration date was not provided. The field service engineer (fse) visited the customer site and found the seal was missing in the sample probe. The fse fixed this issue. The customer has not complained of any further issues since the service visit.